Event description:
It was reported that during reprocessing, customer noted frayed wires on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Failure analysis investigation found grip cable was broken, which appeared as frayed at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. Other cables at the wrist were not damaged. Failure analysis investigation also found scratches on the suface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, broken cable, if to reoccur could cause or contribute to an adverse event.